Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the formed needle, soft cannula, and bottom housing found no damages or manufacturing deficiencies that would result in skin irritation at the infusion site. The exact cause of the reported event could not be determined. Inspection of the exposed portion of the soft cannula found no bends or kinks, however a tear was found in the exposed soft cannula. This tear resulted in fluid leaking from the fluid path. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The exact cause and timing of the tear in the soft cannula could not be determined.

Event description:
It was reported that the patient removed the pod due to feeling pain at the infusion site (leg) on the second day of wear. The site had a red spot where the cannula inserted. When the pod was removed, the spot continued to grow into the next day "the size of his hand." When the pod was removed, the cannula appeared to be bent. The day after removing the pod, the patient saw a doctor and was prescribed cefilaxin 500mg capsules to take 4 tablets a day. The following day the patient went back to the doctor because the site did not improve and was prescribed the same antibiotics to take to full course. Later that evening the patient saw a different doctor and was prescribed doxylin capsules 100mg to take once a day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.